Event description:
It was reported that the patient was experiencing diaphragmatic stimulation and pericardial effusion after the right ventricular (rv) lead dislodged and moved forward, perforating the right ventricular apex. In addition, high thresholds were noted after having acutely increased. The lead was changed to out of service and a revision was planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.